Event description:
It was reported that, during a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician reported that the taxus express2. 2.75x32mm drug eluting stent product was "defective" and "frayed." The pt condition was reported as okay. No further info has been provided. The facility has been contacted, but as of this report, there has been no response.

Manufacturer narrative:
The device has not been rec'd at the analysis site for evaluation as of the date of this report.